Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose and believed the ilet was not delivering insulin after a prior software runtime error alert (alert 57), leading the user to disconnect and use backup therapy; review of recent reports indicated the ilet had been dosing, the user treated a preceding low with juice and food followed by sustained hyperglycemia, and the user reported ketones of unknown level. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and receipt and inspection of the returned device. Investigation of the device engineering logs confirmed previous alert 57 notifications. The issue could not be replicated during testing. It was concluded that the cause was inconclusive due to insufficient evidence to isolate a specific component or use-related factors.